Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Based on the information received the cause of the event cannot be determined; however, patient factors may have contributed to the event. Trends will continue to be monitored through the use of edwards quality systems and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned a patient with a 23 mm aortic valve implanted for seven years, two months, required transcatheter valve-in-valve intervention due to aortic stenosis. A 23 mm transcatheter valve was implanted inside the failing 23 mm valve. The patient was reported as doing well without complications.